Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR and follow-up reports for report number 3004753838-2017-116738 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2017-112412.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download, a review confirmed error within the investigation window. The reported event of receiver ceased to function was confirmed during log review. A root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction: " the receiver was opened and the ui pcba was detached to perform a download, a review confirmed error within the investigation window. The reported event of receiver ceased to function was confirmed during log review."

Event description:
The receiver was opened and the ui pcba was detached to perform a download, a review shows perpetual rebooting and user shutdown obseved. The reported event of receiver ceased to function was not confirmed during log review.